Event description:
Information received by medtronic indicated that the customer experienced unexpected battery power loss alarm. It was reported that the customer received replace battery alarm. It was also reported physical damage to the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the pump and revert to backup plan as per the health care professional instructions. The insulin pump will be returned for failure analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thus. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on 03/06/2024 21:28:00.000 and failed batt test twenty one times between 03/05/2024 21:07:44.000 to 03/09/2024 13:34:44.000 in the history files. The abnormal power management graph confirmed the low battery alert and failed batt test was triggered due to moisture damage on pcb1 and pcb2 boards. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor assemblies, pcb1 and pcb2 boards. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded motor home switch, cracked keypad overlay, cracked case at the battery tube, stained serial number label, corroded battery tube. The abnormal power management graph confirmed the unexpected battery power loss and failed batt test alarm was triggered due to moisture damage on pcb1 and pcb2 boards. Cosmetic damage at battery compartment was confirmed during analysis, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.